Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high ot-of-range shock impedance measurements of 140 ohms. There was no noise observed. Additional information was received, stating that the patient was followed-up and no reprogramming or change was made. The impedance trend shows that there was no impedance increase for one year. The shock impedance measurements was high but it was the same at implant. The device remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information regarding the device serial number. However, the serial number was not provided. If information is provided in the future, a supplemental report will be issued.